Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were exhibiting chronic elevated thresholds. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.